Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a call service alarm while attempting to rewind the pump. The piston stayed in place and did not move during rewind. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings: during investigation, a review of the pump history showed multiple call service alarms on 11/05/2013. During testing, the pump rewind, load, and prime steps were performed successfully with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms. The pump was opened for further investigation and no moisture corrosion was observed on the internal motor. The call service alarm issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.